Event description:
Boston scientific received information that this pacemaker and left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. The patient experienced muscle stimulation. This device remains in service while the lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.